Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon was leaking air and a pinhole was noted. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During procedure, the balloon was leaking air. Also, a pinhole was noted on the balloon. The procedure was completed with another of the same device. No complications were reported and the patient was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified no kinks or damages in the hypotube shaft. No kinks or damages in the polymer extrusion shaft. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. A microscopic examination of the tip section found no damage. A microscopic examination of the markerbands identified no damage. The device was attached to a pretested encore inflation unit (encore tested using a druck gauge).during an attempt to inflate the balloon, a pinhole leak was identified in the balloon. The pinhole was located at 2mm distal from proximal markerband.

Event description:
It was reported that balloon was leaking air and a pinhole was noted. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During procedure, the balloon was leaking air. Also, a pinhole was noted on the balloon. The procedure was completed with another of the same device. No complications were reported and the patient was stable.